Event description:
Company representative reported a cerebrospinal fluid (csf) leak following a tarlov cyst spinal procedure in which duraseal was used. The pt developed the csf leak approx 2 weeks later. A re-operation was performed. Following re-operation, the pt recovered without incident.

Manufacturer narrative:
A csf leak was reported following a spinal procedure in which duraseal was used. Pt was re-operation to repair the leak. Following re-operation, the pt recovered without incident. The duraseal instructions for use (IFU) in place at the time of this incident, states: "do not apply the duraseal hydrogel to confirmed bony structures where nerves are present..." The duraseal IFU also states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."